Event description:
It was reported that high, out of range high voltage lead impedance was observed. All vectors were intermittently high when tested with isometrics. Clavicular crush was suspected. Lead was explanted and replaced. The patient was stable with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Fractures of the rv conductor were noted at 3.3cm from the connector pin due to fatigue and consistent with the field observation of high hv lead impedance.